Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded after getting up quickly from a sitting position and passed out. The patient phoned their cardiologist the following morning, sent a remote monitor transmission, and was advised that they had an episode of ventricular tachycardia (vt). The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.